Manufacturer narrative:
An x-ray was provided by the clinician showing evidence of the fractured screw within the implant. The lot number was not provided/known.

Event description:
The surgeon reported a patient referral to remove a fractured abutment screw from an implant. The doctor indicated that a fractured abutment screw (mhlas) and broken hex of hla4 abutment remain within a tsvwb10 implant at tooth site 18. The screw fractured occurred the previous week and tissue has overgrown the platform of the implant requiring the removal of the tissue in order to access the implant. The patient presented with a crown still cemented to the broken abutment with the top portion of the screw underneath. A significant portion of the fractured abutment screw remains within the implant.

Manufacturer narrative:
One zimmer replacement screw was returned for inspection with the fractured hex of a zimmer ¿cast-to¿ gold abutment were examined visually by the naked eye. The screw was fractured at the head, and the other piece was not returned. The returned x-ray shows the fractured screw with the piece of the fractured abutment hex stuck inside the implant. No lot number was provided/known therefore the DHR was not reviewed. Documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating tools. Zimmer dental abutments are seated with the 1.25mm standard hex tool, latchlock hex tool, or the spectra-cone seating tool. The use of a prosthetic torque wrench is recommended to ensure optimum torque when placing the abutment or abutment screw. When using the latchlock hex tool, operate at 25rpm or less with a maximum torque of 30ncm. The reported event was confirmed following inspection. No definitive root cause has be identified. Correction: (B)(4).